Manufacturer narrative:
Zimmer biomet complaint (B)(4). UDI: (B)(4). Additional 510k numbers: k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient experienced an infection and the implant had to be removed. The patient also experienced pain, swelling, and discomfort as a consequence of the infection.